Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported.